Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a intraocular lens was removed due to the patient having no significant reading ability following an intraocular lens (iol) implant procedure.